Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿the effect of patient age and diagnosis on the 5-year outcomes of mobile-bearing total ankle replacement¿ written by s.e. Johnson-lynn, et al. Published in the elsevier journal the foot in july 2018; was reviewed. The purpose of the article was to report on the five-year results following mobile-bearing total ankle replacement, in relation to type of arthritis and age at the time of surgery. The foot and ankle score (faos) was validated in adults with arthritis. 106 patients underwent total ankle replacement between march 2006 and december 2009, 76 of whom had completed five-year follow-up data and were included in the study. The mean age of patients was 63 years (range 32-80) and mean bmi was 28.5 (range 17.7-49.1) the underlying diagnosis leading to ankle replacement was primary osteoarthritis, post-traumatic arthritis and rheumatoid arthritis. Depuy products used: the mobility total ankle system which includes a cobalt-chrome tibial component, a uhmwpe bearing insert and a cobalt-chrome talar component. The adverse events that occurred are as follows: 1) two patients experienced medial malleolar fractures; one required surgical intervention. 2) one patient had persistent pain in the distribution of the superficial peroneal nerve. 3) three patients experienced superficial wound infections, which resolved with antibiotics. 4) three patients were revised at a mean of 4.8 years following surgery and a further patient is awaiting revision. The reasons for failure were varus instability in two patients, progressive loosening in one and talar subsidence on a background of talar avascular necrosis.